Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/28/2023, it was reported by a sales representative via sems-06016486 that an ar-601-tib0 ibalance uka, tibial impactor body assembly, and an ar-601-tih0 ibalance uka, tibial impactor head broke in a case. There was no issue with the patient. This occurred during use in an unspecified procedure on (B)(6) 2023 with no patient harm. Additional information has been requested. On 9/15/2023, the sales representative provided the following information via email: this occurred during a reverse procedure, it was not a revision surgery. The devices broke inside the patient, and all fragments were retrieved. A competitor's product was used to complete the case successfully, and there was no adverse effect to the patient or a case delay reported. The bone quality of the patient was not provided.